Manufacturer narrative:
Pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Unit had cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.